Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine inspection of instruments, the peg on an augmented baseplate inserter handle was found broken off within the washer. There was no patient involvement. Attempts have been made and no further information has been provided.